Event description:
It was reported to philips that after the procedure, the c-arm automatically rotated and almost hit the patient's head. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that that the c-arm move accidently. Customer refused philips's service. The device was out of warranty. There was no information about the root cause and resolution of reported problem. No service has been performed by philips. No further information regarding the issue. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c-arm move accidently. Customer refused philips's service. The device was out of warranty. There was no information about the root cause and resolution of reported problem. No service has been performed by philips. No further information regarding the issue. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method was corrected. The product UDI, reporting address line 1 and the reporting address city have been updated.